Event description:
It was reported that the patient had an allergic reaction to mystique products. The implant date was 2005, but date or revision surgery is unknown. The doctor who performed the revision surgery believes that this is patient-related and not due to an implant failure.

Manufacturer narrative:
It is not possible to assess whether any material or manufacturing defects were present in the implants since there is no product available for evaluation. A review of the lot history record revealed no anomalies. The date of the revision surgery is unk, and we are therefore unable to determine what amount of resorbable material would remain. The doctor who performed the revision surgery stated that he thought that the reaction was patient-related and not an implant failure. The instructions for use warn of possible adverse events: "while rare, implantation of foreign material can result in an inflammatory response or allergic reaction."